Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested (note: fiapc probe was disposed of after the procedure and therefore, not available for an examination.) A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc, esu, and fiapc probe. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the description of the event, the burn was most likely caused by the patient becoming a part of the monopolar electrical circuit. That is, during the activation of the fiapc probe, current followed the path of least resistance to the patient's finger via the conductive object (i.e., the metal table). The user manuals of the apc and esu warns that the patient must not have undesirable contact with metal objects during activation. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 3, part number (p/n) 10160-000, serial number (B)(6)] system was involved in a patient incident during a bronchoscopy with stent insertion. The apc/esu system was used with an erbe filter integrated argon plasma coagulation (fiapc) probe [p/n 20132-220, lot number (l/n) 214788] and a 3m neutral electrode (ne, p/n 9160f, l/n 202712py). No information was provided regarding any other accessory used in the procedure or the settings of the equipment employed. Dring the procedure a burn occurred on the patient's left little finger. A photograph of the tissue damage revealed three (3) black necrotic areas. One (1) lesion was approximately 1.0 x 0.8 cm in size and there were two (2) small lesions. According to the user, the patient's finger came into contact with a metal table during argon plasma coagulation. No information was provided in regard to any treatment of the necrosis.